Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of more than 2000 ohms on right ventricular (rv) lead. A surgical intervention was done in which the rv lead was surgically abandoned and was replaced successfully. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. Sensing and threshold measurements were normal. This pacemaker remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the high impedance from several years earlier was not able to be identified through analysis.

Event description:
The pacemaker was explanted following the patient's death over four and a half years later with no further allegations. The pacemaker was returned for analysis.